Event description:
Philips received a complaint regarding a v60 ventilator indicating that the device completely powered off when unplugged. It was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse), who confirmed the reported issue. A field service engineer (fse) was subsequently dispatched onsite for further evaluation and repair. During troubleshooting, it was verified that the device shut off when disconnected from ac power. Investigation identified that the internal battery was not charging and the power supply was non-functional, indicating a failure within the power system. To resolve the issue, the fse replaced the battery, power management (pm) printed circuit board assembly (pcba), and power supply. The defective power supply and used pm pcba were returned for analysis. Following repair, the device successfully passed all required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.